Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported unspecified tissue injury (no treatment) associated with the posterior leaflet damage was due to the grasping difficulty. The reported positioning failure (leaflet grasping ¿ clip not implanted) was due to procedural circumstances (clip interacting with patient pathology/ morphology). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was successfully deployed on the mitral valve, reducing mr to a grade of 3+. To further reduce mr, an additional clip was inserted and grasping was performed. However, grasping was difficult and it was observed the posterior leaflet became damaged. Therefore, the clip was removed and the procedure was discontinued. Mr remained at a grade of 3+. There was no clinically significant delay in the procedure. No additional information was provided.